Event description:
Procedure type: lap chole. Pt gender: unk. According to the reporter: during procedure, a part of versa seal broke and fell into cavity, however, it was retrieved. The surgeon states tip of l-clip probably contacted to v.s. When in use. A new instrument was used to complete the procedure. No bleeding, no tissue damage, and no pt injury was reported. No pt info available.

Manufacturer narrative:
Date initial report sent: 09/03/2008.